Event description:
It was reported that the liquid crystal display (lcd) of the reported device was not working. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. The multiple parts such as enclosure, tank cover, line cord and plate clip were damaged and printed circuit board (pcb), power switch and front cover were found to be outdated of the reported device. The liquid crystal display (lcd) was partially disconnected from the pcb. No actions were taken for repair due to the age and condition of the reported device. The repair was not economical, and the reported device was scrapped. The probable cause of the reported issue was determined to be related to physical damage of the reported device due to customer use error. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).